Manufacturer narrative:
The balloon was not returned to the service center for evaluation. The cause of the reported event cannot be determined.

Event description:
The user facility reported that during a diagnostic esophagogastroduodenoscopy (egd) procedure, the balloon became stuck in the scope and the patient required an additional dose of sedation medication. It was reported that the balloon was inflated correctly; however, would not deflate all the way. The scope had to be withdrawn so that the balloon could be manually stretched out long and thin to remove the balloon from the scope. After 3 attempts of inflating & deflating they were able to get the balloon long & thin enough to be able to go through the scope working channel. The balloon did not have to be cut to remove it from the scope. No pieces fell off the balloon or into the patient. The scope was then reinserted into the patient to use forceps to retrieve tissue biopsies. The intended procedure was completed. The procedure was prolonged by 8-10 minutes due to the incident. The patient¿s recovery time was not much longer than normal. There was no patient injury reported.

Manufacturer narrative:
The customer returned a bd-400p-2080 balloon, along with the inflation device. The device was received in the original box without the tyvek pouch. The inflation device was returned in the hard plastic packaging. The inflation device as mentioned was returned with this balloon. The inflation device was tested and confirmed to be working fine there is nothing wrong with it. The balloon was decontaminated and evaluated further. The customer reported having to remove the scope in order to stretch the balloon out to remove it from the scope. The balloon does not appear to be 'bunched' up. However, the balloon is indeed twisted. After trying to straighten the balloon out and letting go, it immediately twists back. This may be part of the reason the balloon could not be removed from the scope - the balloon became twisted when deflated and while trying to pull the balloon out of the scope, it would cause too much resistance/not fit through the hole. The cause of the twisted balloon is unknown as it could be a variety of factors after-use of the device, or during retrieval attempt.

Manufacturer narrative:
This supplemental report is being submitted to report the original equipment manufacturer (OEM) device evaluation results. Please see the updates in sections: g4, g7, h2, h6 and h10. The OEM, nordson medical, provided their own investigation for this device. Pictures of the device and the investigation conducted by osta was sent to the OEM for evaluation. The OEM reported that the nonconformance could not be confirmed. The root cause is unable to be determined. No containment action was taken by the OEM as all devices had already been shipped out to the customer. The DHR for the finished device was reviewed and there were two noted process deviations pd 2300 and pd 2279. (Pd 2300: visual marker pn 147-12323-00 will be received pre-cut to 1.25") (pd 2279: mqa samples to be pulled on a per part basis rather than a time basis). No corrective actions will be taken at this time.